Event description:
Patient acknowledges receipt of safety notification and reports skeletally narrow jaw, tooth malocclusion requiring surgical correction, and other structural issues and therefore byte contraindicated. Furthermore, the patient states the dentist's evaluation found despite the patient completing the aligner treatment, there is still significant anterior open bite and edge-to-edge right side occlusion and recommended further evaluation/treatment with orthodontist.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.